Manufacturer narrative:
(B)(4). Batch # n93l44. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
See attached user facility medwatch report form #(B)(4).